Event description:
Customer reported a malfunction with the pump after it was exposed to 20-degree weather, though it was unclear if this caused the issue. There was no adverse impact to the customer's blood glucose level. Technical support resolved the situation by confirming the warranty status and shipping address, and they sent out a replacement pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy, understood how to put the malfunctioning pump into storage mode, and was instructed to return it within 10 days using the provided return box and label. The customer was also advised to transfer their settings and connect their cgm to the new pump.